Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: error message 2 observed in the error log, but the errors were not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patient¿s control solution and test strips have been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 2 message on her onetouch verioiq. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that she obtained the error 2 message at an unknown time on (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). She reported that on the night of (B)(6) 2015, after obtaining the alleged message, she continued with her usual diabetes management routine. She denied developing any symptoms as a result of the alleged issue. She reported that on the morning of (B)(6) 2015, she received advice from a healthcare professional (hcp) to contact lfs re the problem she experienced with the meter. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma/misuse of the meter. The patient was using the correct testing steps and the correct test strips. When the patient pressed the power button, the error 2 message did not occur. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive treatment for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.